Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Surgeon noticed that there is a lip at the distal end of the drill guide that catches the drill bit.

Manufacturer narrative:
The surgeon provided a feedback for improvement based on his personal experience and preference. If there is a design deficiency in the drill guide it will be identified with through trending, not identified yet. Otherwise the device operated within specification.